Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a battery life issue. After several attempts to contact the patient and reporter, no additional information was provided and troubleshooting was unable to be completed. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on (B)(6)2015 with the following findings: the complaint could not be duplicated with investigation. A related alarm was observed in the black box data. The pump successfully completed a prime sequence without issue or alarm. The pump¿s electric power draws were within specification. No damage or defect of the pump¿s internal components was observed. Unrelated to the complaint, a battery compartment crack was observed. The returned battery cap was able to secure properly to the pump. Investigation revealed the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.